Event description:
A patient underwent a port placement procedure using the x-port isp. Sometimes post the procedure catheter allegedly fractured internally and had to be surgically removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, kit, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, kit, 8f are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two splits were noted on the attached catheter approximately 9.3cm and 10.2cm from the distal end of the cath-lock. A kink was also observed on the attached catheter. The edges of the first split on the attached catheter were noted to be uneven. The surface cannot be determined as additional damage would be caused in area. The edges of the second split on the attached catheter were noted to be uneven. The surfaces were noted to be round and smooth on both regions. Residue was also noted throughout. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x-port isp. Sometimes post the procedure catheter allegedly fractured internally and had to be surgically removed. The current status of the patient was unknown.